Manufacturer narrative:
E1: patient city: (B)(6).. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient was hospitalization and under ICU for 4-5 days. Symptoms of customer reported at the time of hospitalization event were feeling sick/unwell headache vomiting every few minutes. Reason of hospitalization was dka. The glucose level was over 600 mg/dl no further information available.